Event description:
The customer reported multiple vitamin b12 calibration failures involving the access 2 immunoassay system. The customer was unable to perform quality control (qc) due to no active calibration. The customer performed weekly maintenance and a system check which failed with a substrate coefficient of variation (%cv) of 11.3%. The customer then observed a loose fitting on the substrate cap bottle and tightened the fitting to resolve the issue. System check was repeated and passed. The customer was able to successfully calibrate the vitamin b12 reagent. The customer advised the customer to retest any patient samples and evaluate for discrepancies. The customer stated three patient samples were analyzed at the time of the event but results were deleted and not released. The customer retested patient samples the following day and no issues were reported. There was no patient impact associated with this event. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting. In conclusion, the loose substrate cap fitting is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).